Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 68 year-old female with a medical history of parkinson¿s disease, patent foramen ovale, and supraventricular tachycardia presented with a type a aortic dissection. She underwent a bentall procedure and was placed on venoarterial extracorporeal membrane oxygenation (ECMO). The patient was brought to the cardiac catheterization laboratory for placement of an impella device to achieve left ventricular unloading. The impella device was successfully implanted and activated. Shortly after pump initiation, a ¿purge system blocked¿ alarm occurred. An abiomed field representative was present and informed the physician of the potential for thrombus ingestion and possible pump failure. The physician acknowledged this information but declined replacement of the device. A tissue plasminogen activator purge protocol was initiated. The patient was transferred to the cardiovascular intensive care unit for continued management.